Event description:
The patient reported that the down arrow keypad button was intermittently unresponsive; all of the other keypad buttons were functioning normal. The patient also stated that the keypad was intact but worn; she does not clean the pump and wears the pump exterior to garment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.